Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed and found that the device alarmed when the buttons became unresponsive. The device rested for five minutes and a new battery was installed. The insulin pump had a full segment display and started alarming. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be retuned for analysis and further info will follow once the analysis has been completed.